Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was shutting down. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) stated that the device had shutoff while on backup battery. The device was removed from service without any report of patient harm and was taken to the customer biomedical engineering shop. In the biomed shop, it was noted that the event log showed multiple time blocks of the unit running on battery, and then it shut off. No other codes were noted. The biomed stated that the battery date was 2023 and was left plugged in to charge for testing after the event. The device showed that the battery was full with a charge of 16-volt direct current (dc) with solid battery light emitting diode (led) illuminated on the front panel. The rse advised the customer to check the power cord for damage and run a performance verification test (pvt) power test, per the v60 manual. The rse requested clarification from the customer staff on if the unit was plugged in while not in use, as the battery may have depleted before the device was placed into use. The rse instructed the staff to always leave the unit plugged into ac power when not in use. The rse advised the customer that if the battery was fully charged and no problems were found, then the issue could be considered resolved. In a good faith effort (gfe) response from the customer, it was confirmed that the site had not been plugging the machines into ac power while not in use. Once plugged in and charged, the device functioned as intended and the issue resolved. It was stated that the respiratory department would be informed of the advice to keep the device plugged into ac power when not in use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.